Event description:
It was reported that the patient faced kinked infusion set cannula on (B)(6) 2026, due to which patient experienced hyperglycemia with elevated ketones/diabetic ketoacidosis and fatigue, requiring insulin shots for correction.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 2 e1: patient city: inverness patient country: united states based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380